Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
The returned valve was patent and met the requirements for reflux testing. It did not meet the requirements for reflux, leak, and pr essure-flow testing due to a tear in the bottom membrane of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that during a shunt revision procedure, a strata ii valve was implanted. During flushing of the valve to check for csf flow, it was noted that no csf came out of the peritoneal catheter. According to the report, a sufficient flow from the peritoneal catheter was initially noted after implantation of the valve, however the flow gradually decreased and then ceased completely. When the valve was removed, a perforation was found on the delta chamber from which csf was noted to be leaking. It was reported that a replacement valve was used to complete the surgery without any delay or adverse effect.